Manufacturer narrative:
Unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was hiking and saw humidity on the screen. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 188 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.